Event description:
It was reported that during a laparoscopic urological procedure, it had a difficulty in rotating the rotate knob. Besides, it was hard to grasp the handle. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. The analysis results confirmed that one instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing of the device, the rotation feature performed as intended and the trigger closed and opened as intended; no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident.